Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 200 mg/dl to 415 mg/dl and it was addressed with boluses via the pump. During troubleshooting with tandem's technical support on (B)(6) 2016, it was noted that there were large air bubbles/gaps in the infusion set tubing. Also, it was noted that the customer was in contact with their healthcare provider regarding adjusting the pump settings. The contact was able to prime out all the air gaps and indicated that insulin delivery would be resumed.